Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's cannula fill amount would show different amounts although the pump preset setting was not changed. Tandem technical support requested the customer upload the pump data so it could be reviewed. The customer disconnected the telephone call. There was no reported impact to the customer's blood glucose level. The customer declined cts's offer to troubleshoot or provide any further information about the event.